Event description:
Rptr had implant implanted 4/13/89. Cementless left total knee replacement. In 6/94, x-rays showed severe bone osteolysis above and below knee. For precautionary reasons wore left knee brace for 6 months. Revision performed 12/6/94. Removed 8 mm tibial insert, replaced with 12 mm tibial insert. Removed insert, severely worn, bubbled, delaminated, deformed and "cold flowed". Polyethylene wear particles caused bone resorption. Suspect inferior tibial insert quality and design.